Event description:
Customer reported that some segments of the display were missing segments in the display. No pt involvement reported.

Manufacturer narrative:
The covidien (B)(4) service center verified and replaced the lcd pcb.